Event description:
During angiogram, attempted to draw back the stent into the sheath; the proximal edge of the stent caught causing the stent to flair slightly resulting in deployment in the external iliac artery without sequelae.